Event description:
It was reported the ensite array catheter became stuck at the distal end of the introducer when attempting to remove the catheter from the pt. The ensite array catheter was used for diagnosis during an electrophysiological procedure. The physician was not able to remove the ensite array catheter through the 9f short groin introducer upon the completion of the procedure. The physician attempted to place the catheter in low profile several times for withdrawal unsuccessfully. Contrast was used to observe the area in which the removal issues had occurred. The catheter was noted to be just outside the sheath body. A vascular surgeon was called to remove the catheter/sheath assembly. The position of the ensite array catheter was confirmed and the vascular surgeon elected to make a bigger opening around the sheath access site, reverse the anticoagulation, and pull the sheath and ensite array catheter out as one unit while applying manual pressure. This ensite array catheter was successfully removed with no complications to the pt. Inspection of the catheter noted the ensite array balloon assembly had been kinked and was unable to contract completely into its lowest profile. The kinked balloon assembly would not advance through the sheath. No further pt consequences were noted.

Manufacturer narrative:
(B)(4). We are in the process of evaluating this device. When our investigation has been completed, a follow-up report will be submitted.